Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had two reservoirs leaking. The patient¿s blood glucose level was unknown at the time of the incident. Reportedly, the new reservoir leaking at both reservoir and o-ring. The reservoir will be not returned for analysis.

Manufacturer narrative:
Evaluated two opened and used reservoirs. Performed pre-fill test to reservoirs. No leaks were observed during analysis. Ran basal, bolus leaking test : reservoirs filled with diluent and connected to a new infusion sets. Installed reservoirs and connectors into a paradigm pump. Conclusion: reservoirs no leaks.